Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that the patient underwent a cardiac catheterization (the right common femoral arteriotomy site was closed with an angio-seal device with reportedly good hemostasis, no obvious immediate complication and preserved distal arterial pulsation. The patient was discharged from the hospital later the same day. Six weeks after the procedure, the patient presented with right calf fatigue and cramping upon ambulation at less than one block. Symptoms had started the day following the procedure and had progressively worsened. No evidence of hematoma or pseudoaneurysm was found during physical examination or duplex ultrasonography. The ultrasonography demonstrated increased peak systolic velocity consistent with a severe stenosis in the right common femoral artery (cfa). An arterial stenosis was diagnosed via MRI. (A right lower extremity arteriography was performed with a 5f catheter from the contralateral approach and this confirmed the presence of a very focal and eccentric stenosis in the right cfa.) An arteriotomy procedure occurred with a silverhawk device. A final angiography demonstrated patent run off vessels without any additional evidence of distal embolization. At 30 day follow up post procedure, the patient was symptom-free and had resumed full activity. The source was taken from "catheterization and cardiovascular interventions" 69:141-145 (2007). The name of the deploying physician is unknown. Attempts to obtain additional information were unsuccessful.